Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt there was placement difficulty and the lead would not advance through the introducer. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary; the full lead was returned and analyzed. It was reported that the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to kinking/buckling and pulling/stretching/overstress. Additionally it was noted that the overlay tubing of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage and the lead was severely stretched at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.